Event description:
Patient had a thr done in 2007. He fell in 2008 and dislocated his hip 1 yr post op. After the initial dislocation, he has continued to dislocate through the years. He has decided to have surgery to increase the hips stability. We removed his 32mm v40 +8 head and insert and implanted mdm

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was sent to pathology and was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events reported for the reported manufacturing lot the event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
Patient had a thr done in 2007. He fell in 2008 and dislocated his hip 1 yr post op. After the initial dislocation he has continued to dislocate through the years. He has decided to have surgery to increase the hips stability. We removed his 32mm v40 +8 head and insert and implanted mdm